Manufacturer narrative:
One device was received for evaluation. The reported problem, pump inaudible, was not verified by functional testing. There was no problem found. No action taken to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is inaudible. The event occurred during testing, there was no patient involvement.